Event description:
It was reported that the patient presented to the hospital. The atrial lead exhibited noise. The physician elected not to take any action at this time. The patients condition post event was stable.

Manufacturer narrative:
(B)(4).